Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a tension-free vaginal tape (tvt) procedure performed on (B)(6) 2017. On (B)(6) 2017, the patient had underwent tension-free vaginal tape revision procedure. On (B)(6) 2018, she underwent a revision of sling, plication of bladder neck and injection of pelvic floor. The patient stated that she had a dramatic improvement in her urinary control. She did not have any stress incontinence, and she essentially had no leakage. Furthermore, her hesitation urgency was much better, and she felt that she was emptying. The patient's urine was acellular, and her residuals was essentially zero. On (B)(6) 2018, the patient had an appointment for her complaints of pelvic and perineal pain, dyspareunia, and mixed urinary incontinence. As part of the assessment/ plan, the patient's post-voiding residual urine and/or bladder capacity (proc) was measured, and she also had a urinalysis dipstick. Moreover, the patient was doing well with resolution of incontinence symptoms as well as pelvic pain. So, the physician discussed with the patient and said that at this point there was no any limitations or simple plan to see the patient in one year's time or when necessary should have no other voiding complaints. On (B)(6) 2020, she had a follow-up appointment for her complaints of pelvic pain, sling, pain during urination and intercourse. This patient had a history of previous bladder neck obstruction and revision of sling. She had a steroid injection with some improvement and mentioned that she was doing well for a period of time, however, she had a progression of leakage with simple positional changes as well as a relapse of pain in the lower palpable pelvis and abdomen. She was seen again by her gynecologist who referred her here for evaluation and for consideration of whether or not she needs complete removal of sling. The patient stated that she typically was leaking with any positional changes. Her pelvic pain tends to be in the lower pelvis and into the vagina. She did not have sensitivity with intercourse again. During the physical examination of the skin, it was noted that there was a positive tenderness in the obturator insertions bilaterally. Exam also revealed the urethra was in a good neutral position with good support of the bladder neck, no palpable mesh, and no suprapubic tenderness. Cystoscopy was performed and showed no evidence of any lateral fixation from the mesh along the bladder wall, the bladder neck remained relatively stable, but the bladder neck did open at rest. Vaginoscopy was performed that showed no significant breakdown of the vaginal wall and minimal rotational descent. As for the assessment/ plan, the patient was discussed about her high blood pressure and was given with educational materials about managing weight, diet and exercise. Also, the patient's post-voiding residual urine and/or bladder capacity (proc) was measured, she also had a urinalysis dipstick., and was given with chronic pelvic pain care instructions. Assessment included urethral intrinsic sphincter deficiency. The patient and the physician had a long discussion regarding her current symptoms. The patient was wondering about removal of the complete sling, and at this point, the physician was not sure if there was a significant benefit to this. Her pain symptoms do not appear to be in the upper abdomen or at the level of the fascia, and there is not any fixation of the bladder wall itself. Her tenderness was lateral to where the excision stopped previously under the urethra of the mesh and most likely is as it penetrates into the obturator itself. She had tvt with a slightly wide pathway. Her cystoscopy suggest that her urethra was relatively well supported but she was having leakage secondary to isd and the best option for this may be a consideration of an injection. The patient and the physician have discussed various options ranging from complete removal of the sling and replacement with an autologous fascial sling. The risks and benefits were reviewed including the persistence of her pelvic pain and even possibly worsening as well as a period of retention and persistent incontinence. An initial trial of more limited approach of excising the residual arms of the mesh from below was also discussed which may me much easier due to her body habitus. Additionally, her leakage does not appear to be from recurrent hypermobility but in fact poor closure of the bladder neck and durasphere injection may be reasonable. It was also discussed that it may take several injections to completely treat this. She feels at this point is a reasonable option and will plan to tentatively schedule her for a vaginal based excision of the portion of the sling arms in the lateral vaginal wall without doing an abdominal approach to take up the upper portion. Lastly, a durasphere injection was also planned. On (B)(6) 2020 the patient underwent removal of vaginal wall mesh and injection of pelvic floor trigger points and cystoscopy and injection of durasphere x 3ml. On (B)(6) 2020 the patient was seen in the office and was having significant pelvic pain. She also reported a numb sensation in the vagina and labia and having dysuria. She was frustrated as she was continuing to have incontinence and pain. She reported that the leakage was somewhat better, but the pain was somewhat different than previous described as some pulling in the vaginal area. She still had some of the previously reported radiating pain. Exam revealed the vaginal wall was healing well and there was obvious increased pelvic floor tone and point tenderness along the obturators. The assessment included pelvic and perineal pain, isd, urinary tract infection, and neuropathy. The physician advised that patient that at this point there are two issues which may be somewhat separate. She continues to have some leakage and has a component of isd, but her urethra is in a good neutral position and well compressed. The leakage with activity may be very difficult to manage without putting her into retention. Her body mass is having some impact on this but there is a degree of underlying nerve issue. In regard to the current pelvic pain, her symptoms are somewhat exacerbated at this point but most likely from some increased pelvic tone from the surgery. She has some underlying neuropathic pain but has not had good relief with other medication and did not want to take any additional opioids. A trial of lyrica was recommended. She does have some marked pelvic floor tightness at this point and was started on short course of bedtime valium to see if this gives her some relief. The physician anticipated that some of the acute pain in the pelvis would improve as she heals but was concerned that she will continue to have some of the neuropathic pain. She asked about the complete removal of the additional mesh and the physician advised this will not relieve the symptoms and may in fact worsen her neuropathic symptoms by damaging the nerve more. On (B)(6) 2020 the patient was seen in the office and reported that the valium did help with her sleep and improve some of the pelvic spasms. She has had some relapse now that she is discontinued but is concerned about using it routinely. Her insurance would not cover the lyrica and she has started on neurontin which has resulted in some improvement but still has significant breakthrough pain issues. She reports that she is having difficulty sitting for any period of time due to discomfort and pain. She also has marked sensitivity on the skin to the point that even clothing touching her perineal surface gives her some sensitivity. She has a continued burning and sharp pains with simple voiding. Exam revealed the incision and vaginal wall were well-healed; increased pelvic tone was present. The physician advised that physically the area is healing well, the sutures have completely dissolved and there is no palpable graft. It is unlikely that additional surgical treatment will do anything but worsen the ongoing pain and neuropathic symptoms. Given the urethral symptoms, it is most likely a component of the pudendal nerve issue. From the pain standpoint she has had some slight improvement with neurontin but certainly no resolution, so the plan was to obtain approval for the use of the lyrica. A short-term supply of the valium was refilled. The plan was to refer her to neurology pain management for evaluation. On (B)(6) 2020 the patient was seen in the office and reported she was still having some pain symptoms primarily with pain in the groin and some radiation into the right thigh. Her urinary symptoms were relatively stable, she denied any current dysuria or hematuria, and did have leakage particularly with positional change. She returned to work this week and was tolerating this well. Her pain for sitting for periods of time is improved. She has been using the neurontin and has noticed some improvement. The plan was still to obtain approval for a trial of lyrica. She had an appointment for neurology pain management scheduled for (B)(6). Additional information received on september 26, 2022: the patient underwent a tension-free vaginal tape (tvt) procedure to treat her urinary stress incontinence and urinary retention which was performed on (B)(6) 2017. Findings include a grade 2 cystocele, no rectocele, no palpable masses on pelvic examination. There were no patient complications at the conclusion of the procedure. A specimen was sent for pathology for gross diagnosis only. On (B)(6) 2018, the patient experienced persistent voiding dysfunction, previous sling and pelvic pain with associated urinary incontinence. She has had issues and previous re-evaluation and treatment. She was referred for an additional opinion regarding some persistent voiding dysfunction, pelvic pain and incontinence. On evaluation, she still has some angulation, but there is a small cystourethrocele. She has some lateral tenderness, but no palpable mesh in the sulcus. The patient underwent a revision of sling, plication of bladder neck and injection of pelvic floor trigger points x6. Findings include a good separation under the urethra from the previous mesh but had still some marked scar tissue. There were some lateral adhesions and increased tone. Patient had a cystourethrocele with plication and then on pressure testing patient had no leakage at 200 and 250 with filling to 300ml and significant compression, the patient had a tiny amount of leakage. Subsequently, the patient complained of persistent pelvic pain with previous vaginal mesh and urinary incontinence secondary to intrinsic sphincter deficiency. This resulted in the removal of mesh performed on (B)(6) 2020 was indicated for this patient with a history of urinary incontinence. She has had previous tvt but had significant issues of pain. She has had previous revision x2 and last time has taken the mesh down completely from under the urethra. The patient has a relatively stable urethra, but recurrent incontinence. She has continued pain, particularly with activity and has opted for a trial of additional removal of mesh. Risks and benefits of this including the persistence of pain and worsening incontinence were discussed. The option for complete removal was reviewed, but the patient's symptomatology is more in the pelvis and decision was made to try removing the remainder of the mesh from below. Findings includes the patient's mesh under the urethra was completely clear out laterally to beyond the pubic rami. The mesh was adherent to the pubic rami, particularly on the right side. This was removed back to the level of the pelvic diaphragm and injection was performed in this area. On (B)(6) 2020, the patient experienced pelvic pain, pudendal neuralgia, complication of other implanted genitourinary material, and an unspecified initial complication. The patient underwent a robot-assisted, laparoscopic, pudendal block with botox injection, robotic excision, mesh, vagina and abdomen, cystoscopy indicated for the pain following tvt sling placement and multiple revisions presenting for removal of the remaining sling arms and botox injections for severe myofascial pain. Findings include diffuse tenderness of the pelvic floor muscles bilateral mesh arms identified and removed in their entirety normal cystoscopy without evidence of bladder injury. The specimen was sent to pathology which yielded the following results: final diagnoses: a. Soft tissue surrounding left tvt sling and tvt sling, removal: -tvt sling (gross only) -fibroadipose and muscular connective tissue with suture granuloma and mild chronic inflammation. B. Soft tissue right tvt sling and tvt sling, removal: -tvt sling (gross only) -fibroadipose connective tissue with suture granuloma and mild chronic inflammation. Indications for procedure/clinical history: pre-op: pelvic pain in female, pudendal neuralgia, complication of other implanted genitourinary material, unspecified complication. Gross description: a. Received fresh labeled "lm" and "left tvt sling keep for lawsuit" is a 14.5 x 1 x 0.3cm portion of tan-white rubbery stitched synthetic material with a minimal amount of attached tan-pink to tan-yellow shaggy and hemorrhagic soft tissue. Representative sections are submitted in one white cassette. B. Received fresh labeled "lm" and "left tvt sling keep for lawsuit" is a 11.3 x 0.9 x 0.3 cm portion of tan-white rubbery stitched synthetic material with a minimal amount of attached tan-pink to tan-yellow shaggy and hemorrhagic soft tissue. Representative sections are submitted in one white cassette. On (B)(6) 2021, the patient was seen for a follow up. During the visit, the patient reported that there was still some pain/pressure in the vulva but not as bad as preop. There was no change in the bladder function, and the patient was still having urge incontinence. The patient was reportedly voiding hourly and felt like she was emptying. Pain wise, she felt she was about 50% improved currently (3.5 weeks postop). The patient still noted occasional twinges of her prior pain. She reported that she gets sore when sitting when any pressure was on her perineum. The patient was no longer having any of the shooting pain in her left thigh. She was concerned about going back to work due to the stools and the re-hard plastic, she was worried she won't be able to sit for eight (8) hours. Operative findings include to diffuse tenderness of the pelvic floor muscles, bilateral mesh arms identified and removed in their entirety, left arm adjacent to obturator neurovascular bundle normal cystoscopy without evidence of bladder injury. The patient is currently taking gabapentin. However, the patient stopped lyrica for concerns about getting addicted. Ambulatory encounter notes includes bimanual exam: minimal tenderness throughout pelvic floor including overlying pubic ramus on left, constipation noted. Pathology revealed the following results: (a) soft tissue surrounding left tvt sling and tvt sling, removal: - tvt sling. (Gross only). - fibroadipose and muscular connective tissue with suture granuloma and mild chronic inflammation. (B) soft tissue surrounding right tvt sling and tvt sling, removal: - tvt sling. (Gross only). - fibroadipose connective tissue with suture granuloma and mild chronic inflammation. On january 25, 2021, a communication was sent informing that the patient was evaluated at her postoperative appointment. She will need accommodations when she returns to work. She will require an office chair or stool with a thick cushion and a sit/stand desk to allow her to change positions frequently. If required, an occupational therapy consult can be placed for full evaluation.

Manufacturer narrative:
Additional information to blocks a2: date of birth, b2: outcomes attrib to adv event, b5, d6b: explant date, e1 and h6: patient codes. Block b3: the event date was approximated to (B)(6) 2017, implant date, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this complaint was reported by the patient's legal representation. Dr. (B)(6). Dr. (B)(6). Dr. (B)(6). Block h6: patient codes e0123, e2330, e0126, e1310, e1309, e2328, e2401, e0402, e1301, e1405, e0127, e1619, e2311, and e2320 capture the reportable events of pudendal nerve issue, chronic pelvic pain, perineal pain, pulling in the vaginal area, neuropathy, urinary tract infection , urinary retention, bladder neck obstruction, urethral intrinsic sphincter deficiency (isd), hypersensitivity, dysuria, dyspareunia, numbness, pelvic spasms, discomfort, elevated blood pressure respectively. Impact codes f19, f2303, and f22 capture the reportable events of tvt revision, complete removal of the sling, replacement with an autologous fascial sling, steroid injection, lyrica, neurontin, valium, durasphere injection, cystoscopy and vaginoscopy respectively. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks b5, h6, and h10 have been updated based on the additional information received on september 26, 2022. Blocks e1 and g2 have been corrected. Block h6: additional codes based on the additional information received on september 26, 2022. Patient code e1715 captures the reportable event of scarring. Patient code e2101 captures the reportable event of adhesions. Patient code e2326 captures the reportable event of inflammation. Impact code f1903 captures the reportable event of device explantation. Impact code f1905 captures the reportable event of device revision.

Manufacturer narrative:
Block b3: the event date was approximated to (B)(6) 2017, implant date, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this complaint was reported by the patient's legal representation. (B)(6). Block h6: patient codes e0123, e2330, e0126, e1310, e1309, e2328, e2401, e0402, e1301, e1405, e0127, e1619, e2311, and e2320 capture the reportable events of pudendal nerve issue, chronic pelvic pain, perineal pain, pulling in the vaginal area, neuropathy, urinary tract infection , urinary retention, bladder neck obstruction, urethral intrinsic sphincter deficiency (isd), hypersensitivity, dysuria, dyspareunia, numbness, pelvic spasms, discomfort, elevated blood pressure respectively. Impact codes f19, f2303, and f22 capture the reportable events of tvt revision, complete removal of the sling, replacement with an autologous fascial sling, steroid injection, lyrica, neurontin, valium, durasphere injection, cystoscopy and vaginoscopy respectively. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks b5, h6, and h10 have been updated based on the additional information received on september 26, 2022. Block h6: additional codes based on the additional information received on september 26, 2022. Patient code e1715 captures the reportable event of scarring. Patient code e2101 captures the reportable event of adhesions. Patient code e2326 captures the reportable event of inflammation. Impact code f1903 captures the reportable event of device explantation. Impact code f1905 captures the reportable event of device revision. Block h11: blocks b5 and h10 have been updated based on the additional information received on november 3, 2022.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a tension-free vaginal tape (tvt) procedure performed on (B)(6) 2017. On (B)(6) 2017, the patient had underwent tension-free vaginal tape revision procedure. On (B)(6) 2018, she underwent a revision of sling, plication of bladder neck and injection of pelvic floor. The patient stated that she had a dramatic improvement in her urinary control. She did not have any stress incontinence, and she essentially had no leakage. Furthermore, her hesitation urgency was much better, and she felt that she was emptying. The patient's urine was acellular, and her residuals was essentially zero. On (B)(6) 2018, the patient had an appointment for her complaints of pelvic and perineal pain, dyspareunia, and mixed urinary incontinence. As part of the assessment/ plan, the patient's post-voiding residual urine and/or bladder capacity (proc) was measured, and she also had a urinalysis dipstick. Moreover, the patient was doing well with resolution of incontinence symptoms as well as pelvic pain. So, the physician discussed with the patient and said that at this point there was no any limitations or simple plan to see the patient in one year's time or when necessary should have no other voiding complaints. On (B)(6) 2020, she had a follow-up appointment for her complaints of pelvic pain, sling, pain during urination and intercourse. This patient had a history of previous bladder neck obstruction and revision of sling. She had a steroid injection with some improvement and mentioned that she was doing well for a period of time, however, she had a progression of leakage with simple positional changes as well as a relapse of pain in the lower palpable pelvis and abdomen. She was seen again by her gynecologist who referred her here for evaluation and for consideration of whether or not she needs complete removal of sling. The patient stated that she typically was leaking with any positional changes. Her pelvic pain tends to be in the lower pelvis and into the vagina. She did not have sensitivity with intercourse again. During the physical examination of the skin, it was noted that there was a positive tenderness in the obturator insertions bilaterally. Exam also revealed the urethra was in a good neutral position with good support of the bladder neck, no palpable mesh, and no suprapubic tenderness. Cystoscopy was performed and showed no evidence of any lateral fixation from the mesh along the bladder wall, the bladder neck remained relatively stable, but the bladder neck did open at rest. Vaginoscopy was performed that showed no significant breakdown of the vaginal wall and minimal rotational descent. As for the assessment/ plan, the patient was discussed about her high blood pressure and was given with educational materials about managing weight, diet and exercise. Also, the patient's post-voiding residual urine and/or bladder capacity (proc) was measured, she also had a urinalysis dipstick., and was given with chronic pelvic pain care instructions. Assessment included urethral intrinsic sphincter deficiency. The patient and the physician had a long discussion regarding her current symptoms. The patient was wondering about removal of the complete sling, and at this point, the physician was not sure if there was a significant benefit to this. Her pain symptoms do not appear to be in the upper abdomen or at the level of the fascia, and there is not any fixation of the bladder wall itself. Her tenderness was lateral to where the excision stopped previously under the urethra of the mesh and most likely is as it penetrates into the obturator itself. She had tvt with a slightly wide pathway. Her cystoscopy suggest that her urethra was relatively well supported but she was having leakage secondary to isd and the best option for this may be a consideration of an injection. The patient and the physician have discussed various options ranging from complete removal of the sling and replacement with an autologous fascial sling. The risks and benefits were reviewed including the persistence of her pelvic pain and even possibly worsening as well as a period of retention and persistent incontinence. An initial trial of more limited approach of excising the residual arms of the mesh from below was also discussed which may me much easier due to her body habitus. Additionally, her leakage does not appear to be from recurrent hypermobility but in fact poor closure of the bladder neck and durasphere injection may be reasonable. It was also discussed that it may take several injections to completely treat this. She feels at this point is a reasonable option and will plan to tentatively schedule her for a vaginal based excision of the portion of the sling arms in the lateral vaginal wall without doing an abdominal approach to take up the upper portion. Lastly, a durasphere injection was also planned. On (B)(6) 2020 the patient underwent removal of vaginal wall mesh and injection of pelvic floor trigger points and cystoscopy and injection of durasphere x 3ml. On (B)(6) 2020 the patient was seen in the office and was having significant pelvic pain. She also reported a numb sensation in the vagina and labia and having dysuria. She was frustrated as she was continuing to have incontinence and pain. She reported that the leakage was somewhat better, but the pain was somewhat different than previous described as some pulling in the vaginal area. She still had some of the previously reported radiating pain. Exam revealed the vaginal wall was healing well and there was obvious increased pelvic floor tone and point tenderness along the obturators. The assessment included pelvic and perineal pain, isd, urinary tract infection, and neuropathy. The physician advised that patient that at this point there are two issues which may be somewhat separate. She continues to have some leakage and has a component of isd, but her urethra is in a good neutral position and well compressed. The leakage with activity may be very difficult to manage without putting her into retention. Her body mass is having some impact on this but there is a degree of underlying nerve issue. In regard to the current pelvic pain, her symptoms are somewhat exacerbated at this point but most likely from some increased pelvic tone from the surgery. She has some underlying neuropathic pain but has not had good relief with other medication and did not want to take any additional opioids. A trial of lyrica was recommended. She does have some marked pelvic floor tightness at this point and was started on short course of bedtime valium to see if this gives her some relief. The physician anticipated that some of the acute pain in the pelvis would improve as she heals but was concerned that she will continue to have some of the neuropathic pain. She asked about the complete removal of the additional mesh and the physician advised this will not relieve the symptoms and may in fact worsen her neuropathic symptoms by damaging the nerve more. On (B)(6) 2020 the patient was seen in the office and reported that the valium did help with her sleep and improve some of the pelvic spasms. She has had some relapse now that she is discontinued but is concerned about using it routinely. Her insurance would not cover the lyrica and she has started on neurontin which has resulted in some improvement but still has significant breakthrough pain issues. She reports that she is having difficulty sitting for any period of time due to discomfort and pain. She also has marked sensitivity on the skin to the point that even clothing touching her perineal surface gives her some sensitivity. She has a continued burning and sharp pains with simple voiding. Exam revealed the incision and vaginal wall were well-healed; increased pelvic tone was present. The physician advised that physically the area is healing well, the sutures have completely dissolved and there is no palpable graft. It is unlikely that additional surgical treatment will do anything but worsen the ongoing pain and neuropathic symptoms. Given the urethral symptoms, it is most likely a component of the pudendal nerve issue. From the pain standpoint she has had some slight improvement with neurontin but certainly no resolution, so the plan was to obtain approval for the use of the lyrica. A short-term supply of the valium was refilled. The plan was to refer her to neurology pain management for evaluation. On (B)(6) 2020 the patient was seen in the office and reported she was still having some pain symptoms primarily with pain in the groin and some radiation into the right thigh. Her urinary symptoms were relatively stable, she denied any current dysuria or hematuria, and did have leakage particularly with positional change. She returned to work this week and was tolerating this well. Her pain for sitting for periods of time is improved. She has been using the neurontin and has noticed some improvement. The plan was still to obtain approval for a trial of lyrica. She had an appointment for neurology pain management scheduled for september. Additional information received on september 26, 2022: the patient underwent a tension-free vaginal tape (tvt) procedure to treat her urinary stress incontinence and urinary retention which was performed on (B)(6) 2017. Findings include a grade 2 cystocele, no rectocele, no palpable masses on pelvic examination. There were no patient complications at the conclusion of the procedure. A specimen was sent for pathology for gross diagnosis only. On (B)(6) 2018, the patient experienced persistent voiding dysfunction, previous sling and pelvic pain with associated urinary incontinence. She has had issues and previous re-evaluation and treatment. She was referred for an additional opinion regarding some persistent voiding dysfunction, pelvic pain and incontinence. On evaluation, she still has some angulation, but there is a small cystourethrocele. She has some lateral tenderness, but no palpable mesh in the sulcus. The patient underwent a revision of sling, plication of bladder neck and injection of pelvic floor trigger points x6. Findings include a good separation under the urethra from the previous mesh but had still some marked scar tissue. There were some lateral adhesions and increased tone. Patient had a cystourethrocele with plication and then on pressure testing patient had no leakage at 200 and 250 with filling to 300ml and significant compression, the patient had a tiny amount of leakage. Subsequently, the patient complained of persistent pelvic pain with previous vaginal mesh and urinary incontinence secondary to intrinsic sphincter deficiency. This resulted in the removal of mesh performed on june 10, 2020 was indicated for this patient with a history of urinary incontinence. She has had previous tvt but had significant issues of pain. She has had previous revision x2 and last time has taken the mesh down completely from under the urethra. The patient has a relatively stable urethra, but recurrent incontinence. She has continued pain, particularly with activity and has opted for a trial of additional removal of mesh. Risks and benefits of this including the persistence of pain and worsening incontinence were discussed. The option for complete removal was reviewed, but the patient's symptomatology is more in the pelvis and decision was made to try removing the remainder of the mesh from below. Findings includes the patient's mesh under the urethra was completely clear out laterally to beyond the pubic rami. The mesh was adherent to the pubic rami, particularly on the right side. This was removed back to the level of the pelvic diaphragm and injection was performed in this area. On (B)(6) 2020, the patient experienced pelvic pain, pudendal neuralgia, complication of other implanted genitourinary material, and an unspecified initial complication. The patient underwent a robot-assisted, laparoscopic, pudendal block with botox injection, robotic excision, mesh, vagina and abdomen, cystoscopy indicated for the pain following tvt sling placement and multiple revisions presenting for removal of the remaining sling arms and botox injections for severe myofascial pain. Findings include diffuse tenderness of the pelvic floor muscles bilateral mesh arms identified and removed in their entirety normal cystoscopy without evidence of bladder injury. The specimen was sent to pathology which yielded the following results: final diagnoses: a. Soft tissue surrounding left tvt sling and tvt sling, removal: tvt sling (gross only) fibroadipose and muscular connective tissue with suture granuloma and mild chronic inflammation. B. Soft tissue right tvt sling and tvt sling, removal: tvt sling (gross only) fibroadipose connective tissue with suture granuloma and mild chronic inflammation. Indications for procedure/clinical history: pre-op: pelvic pain in female, pudendal neuralgia, complication of other implanted genitourinary material, unspecified complication. Gross description: a. Received fresh labeled "lm" and "left tvt sling keep for lawsuit" is a 14.5 x 1 x 0.3cm portion of tan-white rubbery stitched synthetic material with a minimal amount of attached tan-pink to tan-yellow shaggy and hemorrhagic soft tissue. Representative sections are submitted in one white cassette. B. Received fresh labeled "lm" and "left tvt sling keep for lawsuit" is a 11.3 x 0.9 x 0.3 cm portion of tan-white rubbery stitched synthetic material with a minimal amount of attached tan-pink to tan-yellow shaggy and hemorrhagic soft tissue. Representative sections are submitted in one white cassette. On (B)(6) 2021, the patient was seen for a follow up. During the visit, the patient reported that there was still some pain/pressure in the vulva but not as bad as preop. There was no change in the bladder function, and the patient was still having urge incontinence. The patient was reportedly voiding hourly and felt like she was emptying. Pain wise, she felt she was about 50% improved currently (3.5 weeks postop). The patient still noted occasional twinges of her prior pain. She reported that she gets sore when sitting when any pressure was on her perineum. The patient was no longer having any of the shooting pain in her left thigh. She was concerned about going back to work due to the stools and the re-hard plastic, she was worried she won't be able to sit for eight (8) hours. Operative findings include to diffuse tenderness of the pelvic floor muscles, bilateral mesh arms identified and removed in their entirety, left arm adjacent to obturator neurovascular bundle normal cystoscopy without evidence of bladder injury. The patient is currently taking gabapentin. However, the patient stopped lyrica for concerns about getting addicted. Ambulatory encounter notes includes bimanual exam: minimal tenderness throughout pelvic floor including overlying pubic ramus on left, constipation noted. Pathology revealed the following results: (a) soft tissue surrounding left tvt sling and tvt sling, removal: tvt sling. (Gross only). Fibroadipose and muscular connective tissue with suture granuloma and mild chronic inflammation. (B) soft tissue surrounding right tvt sling and tvt sling, removal: tvt sling. (Gross only). Fibroadipose connective tissue with suture granuloma and mild chronic inflammation. On (B)(6) 2021, a communication was sent informing that the patient was evaluated at her postoperative appointment. She will need accommodations when she returns to work. She will require an office chair or stool with a thick cushion and a sit/stand desk to allow her to change positions frequently. If required, an occupational therapy consult can be placed for full evaluation. Additional information on november 3, 2022: on (B)(6) 2018, the patient was seen and examined for a pre-operation visit for revision of vaginal sling procedure, some pelvic discomfort, and weight increase. The patient has had some depression and was back on citalopram. The patient was also on vitamin d for deficiency. The patient was due for laboratory tests (cbc with differential, complete metabolic panel, EKG imaging). For the patient's depression she was prescribed citalopram hydrobromide tablet, 20 mg, 1 tablet, orally, once a day for 30 days. For the patient's vitamin d deficiency, she was prescribed to continue ergocalciferol capsule, 50000 unit, 1 capsule, orally, weekly. The patient was scheduled for a follow up in three months.

Manufacturer narrative:
Additional information to blocks a2: date of birth, b2: outcomes attrib to adv event, b5, d6b: explant date, e1 and h6: patient codes. Block b3: the event date was approximated to march 21, 2017, implant date, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this complaint was reported by the patient's legal representation. Dr. (B)(6). Dr. (B)(6). Dr. (B)(6). (B)(6) hospital. (B)(6). Phone no.: (B)(6). Fax no.: (B)(6). Block h6: patient codes e0123, e2330, e0126, e1310, e1309, e2328, e2401, e0402, e1301, e1405, e0127, e1619, e2311, and e2320 capture the reportable events of pudendal nerve issue, chronic pelvic pain, perineal pain, pulling in the vaginal area, neuropathy, urinary tract infection , urinary retention, bladder neck obstruction, urethral intrinsic sphincter deficiency (isd), hypersensitivity, dysuria, dyspareunia, numbness, pelvic spasms, discomfort, elevated blood pressure respectively. Impact codes f19, f2303, and f22 capture the reportable events of tvt revision, complete removal of the sling, replacement with an autologous fascial sling, steroid injection, lyrica, neurontin, valium, durasphere injection, cystoscopy and vaginoscopy respectively. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a tension-free vaginal tape (tvt) procedure performed on (B)(6) 2017. On (B)(6) 2017, the patient had underwent tension-free vaginal tape revision procedure. On (B)(6) 2018, she underwent a revision of sling, plication of bladder neck and injection of pelvic floor. The patient stated that she had a dramatic improvement in her urinary control. She did not have any stress incontinence, and she essentially had no leakage. Furthermore, her hesitation urgency was much better, and she felt that she was emptying. The patient's urine was acellular, and her residuals was essentially zero. On (B)(6) 2018, the patient had an appointment for her complaints of pelvic and perineal pain, dyspareunia, and mixed urinary incontinence. As part of the assessment/ plan, the patient's post-voiding residual urine and/or bladder capacity (proc) was measured, and she also had a urinalysis dipstick. Moreover, the patient was doing well with resolution of incontinence symptoms as well as pelvic pain. So, the physician discussed with the patient and said that at this point there was no any limitations or simple plan to see the patient in one year's time or when necessary should have no other voiding complaints. On (B)(6) 2020, she had a follow-up appointment for her complaints of pelvic pain, sling, pain during urination and intercourse. This patient had a history of previous bladder neck obstruction and revision of sling. She had a steroid injection with some improvement and mentioned that she was doing well for a period of time, however, she had a progression of leakage with simple positional changes as well as a relapse of pain in the lower palpable pelvis and abdomen. She was seen again by her gynecologist who referred her here for evaluation and for consideration of whether or not she needs complete removal of sling. The patient stated that she typically was leaking with any positional changes. Her pelvic pain tends to be in the lower pelvis and into the vagina. She did not have sensitivity with intercourse again. During the physical examination of the skin, it was noted that there was a positive tenderness in the obturator insertions bilaterally. Exam also revealed the urethra was in a good neutral position with good support of the bladder neck, no palpable mesh, and no suprapubic tenderness. Cystoscopy was performed and showed no evidence of any lateral fixation from the mesh along the bladder wall, the bladder neck remained relatively stable, but the bladder neck did open at rest. Vaginoscopy was performed that showed no significant breakdown of the vaginal wall and minimal rotational descent. As for the assessment/ plan, the patient was discussed about her high blood pressure and was given with educational materials about managing weight, diet and exercise. Also, the patient's post-voiding residual urine and/or bladder capacity (proc) was measured, she also had a urinalysis dipstick., and was given with chronic pelvic pain care instructions. Assessment included urethral intrinsic sphincter deficiency. The patient and the physician had a long discussion regarding her current symptoms. The patient was wondering about removal of the complete sling, and at this point, the physician was not sure if there was a significant benefit to this. Her pain symptoms do not appear to be in the upper abdomen or at the level of the fascia, and there is not any fixation of the bladder wall itself. Her tenderness was lateral to where the excision stopped previously under the urethra of the mesh and most likely is as it penetrates into the obturator itself. She had tvt with a slightly wide pathway. Her cystoscopy suggest that her urethra was relatively well supported but she was having leakage secondary to isd and the best option for this may be a consideration of an injection. The patient and the physician have discussed various options ranging from complete removal of the sling and replacement with an autologous fascial sling. The risks and benefits were reviewed including the persistence of her pelvic pain and even possibly worsening as well as a period of retention and persistent incontinence. An initial trial of more limited approach of excising the residual arms of the mesh from below was also discussed which may me much easier due to her body habitus. Additionally, her leakage does not appear to be from recurrent hypermobility but in fact poor closure of the bladder neck and durasphere injection may be reasonable. It was also discussed that it may take several injections to completely treat this. She feels at this point is a reasonable option and will plan to tentatively schedule her for a vaginal based excision of the portion of the sling arms in the lateral vaginal wall without doing an abdominal approach to take up the upper portion. Lastly, a durasphere injection was also planned. On (B)(6) 2020 the patient underwent removal of vaginal wall mesh and injection of pelvic floor trigger points and cystoscopy and injection of durasphere x 3ml. On (B)(6) 2020 the patient was seen in the office and was having significant pelvic pain. She also reported a numb sensation in the vagina and labia and having dysuria. She was frustrated as she was continuing to have incontinence and pain. She reported that the leakage was somewhat better, but the pain was somewhat different than previous described as some pulling in the vaginal area. She still had some of the previously reported radiating pain. Exam revealed the vaginal wall was healing well and there was obvious increased pelvic floor tone and point tenderness along the obturators. The assessment included pelvic and perineal pain, isd, urinary tract infection, and neuropathy. The physician advised that patient that at this point there are two issues which may be somewhat separate. She continues to have some leakage and has a component of isd, but her urethra is in a good neutral position and well compressed. The leakage with activity may be very difficult to manage without putting her into retention. Her body mass is having some impact on this but there is a degree of underlying nerve issue. In regard to the current pelvic pain, her symptoms are somewhat exacerbated at this point but most likely from some increased pelvic tone from the surgery. She has some underlying neuropathic pain but has not had good relief with other medication and did not want to take any additional opioids. A trial of lyrica was recommended. She does have some marked pelvic floor tightness at this point and was started on short course of bedtime valium to see if this gives her some relief. The physician anticipated that some of the acute pain in the pelvis would improve as she heals but was concerned that she will continue to have some of the neuropathic pain. She asked about the complete removal of the additional mesh and the physician advised this will not relieve the symptoms and may in fact worsen her neuropathic symptoms by damaging the nerve more. On (B)(6) 2020 the patient was seen in the office and reported that the valium did help with her sleep and improve some of the pelvic spasms. She has had some relapse now that she is discontinued but is concerned about using it routinely. Her insurance would not cover the lyrica and she has started on neurontin which has resulted in some improvement but still has significant breakthrough pain issues. She reports that she is having difficulty sitting for any period of time due to discomfort and pain. She also has marked sensitivity on the skin to the point that even clothing touching her perineal surface gives her some sensitivity. She has a continued burning and sharp pains with simple voiding. Exam revealed the incision and vaginal wall were well-healed; increased pelvic tone was present. The physician advised that physically the area is healing well, the sutures have completely dissolved and there is no palpable graft. It is unlikely that additional surgical treatment will do anything but worsen the ongoing pain and neuropathic symptoms. Given the urethral symptoms, it is most likely a component of the pudendal nerve issue. From the pain standpoint she has had some slight improvement with neurontin but certainly no resolution, so the plan was to obtain approval for the use of the lyrica. A short-term supply of the valium was refilled. The plan was to refer her to neurology pain management for evaluation. On (B)(6) 2020 the patient was seen in the office and reported she was still having some pain symptoms primarily with pain in the groin and some radiation into the right thigh. Her urinary symptoms were relatively stable, she denied any current dysuria or hematuria, and did have leakage particularly with positional change. She returned to work this week and was tolerating this well. Her pain for sitting for periods of time is improved. She has been using the neurontin and has noticed some improvement. The plan was still to obtain approval for a trial of lyrica. She had an appointment for neurology pain management scheduled for september.

Manufacturer narrative:
The event date was approximated to (B)(6) 2017, implant date, as no event date was reported. This complaint was reported by the patient's legal representation. The device implantation was performed at (B)(6) hospital, (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a procedure performed on (B)(6) 2017. As reported by the patient's attorney, the patient has experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.